Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the ECG ¿a and b¿ cable were severely chewed. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.